Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had changed the set three times but was still getting extremely high blood glucose readings. The customer's blood glucose level during the incident was 500 mg/dl. The customer's current blood glucose level was 439 mg/dl. The customer did a bolus and an injection to treat the high blood glucose. Troubleshooting was performed on the insulin pump and insulin could exit without incident. It was found that there had been recent changes to the insulin pump programming prior to the high blood glucose. The customer was advised to verify the accuracy of programming with their health care professional. The device will not be returned for analysis.